Event description:
The customer contact reported a tubing separation. The extension set was attached to a central line for delivery of an unspecified medication. After an unspecified length of time in use, the nurse noted leakage and a minimal amount of blood backed up into the tubing. Upon further eval, the tubing was noted to be separated from the proximal y-site. The tubing set was replaced and therapy was resumed. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.